Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 514 mg/dl. Customer said he ate dinner last night and he lay down and fell asleep and he woke up early because s sensor alerted he had a 400 mg/dl blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer treated their hyperglycemia with insulin pump. Insulin pump will not be returned for analysis.